Manufacturer narrative:
This lead was surgically abandoned (capped) and will not be returned. As a result, the allegations against this product cannot be confirmed. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this right ventricular (rv) lead was surgically abandoned due to low r waves and low impedance measurements of 220 ohms. A competitor's right atrial (ra) lead was also surgically abandoned due to noise on the ra channel. New ra and rv leads were successfully implanted. No adverse patient effects were reported. The device was actively implanted for approx 10 yrs, 8 months.